Event description:
A glass tube was inserted into the tear duct under normal and routine procedure. When the physician attempted to re-position the tube, noticed the tube was broken. The physician initially had thought all the pieces were removed only to find out later that some pieces of glass remained. There was no injury to the pt, but additional surgery was required.